Event description:
A complaint was rec'd stating that the pt's precision system had been explanted. No other info is available at this time.

Manufacturer narrative:
The explanted devices will not be returned.